Event description:
It was reported that the device was damaged and leaking. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number, operator of device and initial reporter sent report to FDA are unknown. No product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a broken front cover. The customer stated problem was duplicated. The device was leaking and the front cover was broken. Device was not needed and it was scrapped. The cause of the reported problem was traced to the user damage of the device (dropped the device). A DHR (device history review) was not performed because the device is beyond a year from manufacturing date and there was no indication of manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
Additional information was received which stated there was no patient involvement.